Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss/detachment was confirmed. The lever was opened and the returned plunger was re-inserted and depressed completely into the handle to deploy the needles with no resistance noted and the needle trajectories were acceptable. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to mechanical jam, difficulty deploying the plunger and failure to cycle/needle to cuff miss (retrieval issue) include, but not limited to needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot number updated from 2090541 to 2101041.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, during step 2, it was confirmed the collar of the plunger visually made contact with the proximal end of the body, but the plunger was hard to push down (would keep pushing back & not clicking) but they still continued with the steps. During step 3, no suture came out. Another proglide was attempted and the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.